Event description:
Procedure: hernia. According to the reporter: on (B)(6) 2013, the pt had a piece of permacol implanted. On (B)(6) 2013, the pt presented with a seroma. This seroma was resolved on (B)(6) 2013 after surgical intervention. This was deemed to have a definite relationship to the deemed to have a definite relationship to the device by the principal investigator.

Manufacturer narrative:
(B)(4).